Event description:
The customer reported via phone call that he was trying to insert an infusion set and the cannula was bent. Customer stated that the serter was broken. Customer's blood glucose was 446 mg/dl. Customer used an insulin pen to treat. Customer stated that the serter did not break during use and that they no longer have the serter. Customer stated that he went to the hospital in the morning and had a blood glucose of 506 mg/dl. Customer will be shipped a replacement. Customer declined to troubleshoot for high blood glucose and bent cannulas.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.